Event description:
It was reported that pump repeatedly displayed altitude alarm despite customer following precautions, and prior similar issue had occurred with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump within warranty, provided instructions for putting old pump into storage mode and returning it, confirmed shipping details, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.